Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose at the time of incident was 411 mg/dl. The customer stated they thought the insulin pump over delivered. The customer stated they were not disconnected during the rewind and prime sequence. The customer was advised to monitor their device and call back if problems persisted. Nothing was replaced or returned.